Manufacturer narrative:
Concomitant medical products: product ID: e tlw1628c93ej, serial/lot #: (B)(4), ubd: 21-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 41mm abdominal aortic aneurysm. It was reported post operatively, a CT performed three years and seven months later showed the common iliac artery and internal iliac artery had expanded. Intervention was performed seven weeks later. Coil embolization of the bilateral internal iliac artery was carried out while endurant limbs were implanted to extend both external iliac arteries. The procedure was completed without any endoleaks. As per the physician the cause of the patient was patient vessel morphology and noted the enlargement of common and internal iliac arteries. No additional clinical sequelae were provided and the patient is fine.